Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #10 of the patient¿s mouth, a failure occurred upon insertion. The implant did not achieve primary stability and was not completely covered with bone. The device was not returned for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that on the day the dental implant was placed, in ada site #10 of the patient¿s mouth, a failure occurred upon insertion. The implant did not achieve primary stability and was not completely covered with bone. There were no reported patient injuries or complications.